Event description:
The core impaction drill was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.